Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An increase in pacing impedance was reported beginning in (B)(6) 2020, reaching a peak of 2531 ohms. A similar trend in lv pacing threshold was also noted. Patient had lv lead polarity reprogrammed on (B)(6) 2020. The lead was explanted on (B)(6) 2021. No adverse patient events were reported. Should additional information become available, this file will be updated.